Event description:
During index procedure, the patient had 1 endeavor stent drug-eluting stent implanted in the lad. Approximately 45 months post index procedure, the patient suffered a stroke. The stroke was treated with fibrinolysis but complication arose and the patient suffered a brain haemorrhage. 5 days later, the patient died. Cause of death was stroke/brain haemorrhage. Death was non-cardiac. Investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (cva/stroke). Evaluation: conclusions: inherent risk of procedure - (cva/stroke). (B)(4).